Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No patient information provided to date after requests on 01/28/22 and 02/07/22. Legal manufacturer: (B)(4).

Event description:
The hospital reported a stuck open flow sensor diaphragm during service on a unit after patient use. There was no report of patient injury.